Manufacturer narrative:
The field complaint of programmer crashing during threshold test could not be verified. During analysis, the programmer successfully established an interrogation session and performed the threshold test with no issue. Additionally, the programmer changed parameters of device without issue. The field complaint of touch screen failure was not verified. Different menu options were browsed, and no issues were encountered. A touch screen coverage test was performed and the unit passed. No anomalies were revealed during analysis.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the programmer crashed while performing a capture threshold test. As a result, the patient lost pacing support. Despite being pacemaker dependent, the patient experienced no consequences due to the event. The programmer returned to normal function without intervention and the programmer was replaced. The patient was in stable condition.